Manufacturer narrative:
With the available information, boston scientific concluded the clinical observation of shock impedance high out of range is a known inherent risk of the lead and is noted within the device instructions for use (IFU), as well as the products risk documentation. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of shock impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) device exhibited high out of range shock impedance measurements, measuring at 129 ohms on this right ventricular (rv) channel. Technical services (ts) reviewed and stated that this device had triggered an alert due to several out-of-range shock impedance measurements. There was no noise episode noted on the right ventricular (rv) rate electrogram (egm) from latitude. Ts recommended to program the upper limit of lvsi in daily measurement to 150 ohms at place of 125 ohms. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) device exhibited high out of range shock impedance measurements, measuring at 129 ohms on this right ventricular (rv) channel. Technical services (ts) reviewed and stated that this device had triggered an alert due to several out-of-range shock impedance measurements. There was no noise episode noted on the right ventricular (rv) rate electrogram (egm) from latitude. Ts recommended to program the upper limit of lvsi in daily measurement to 150 ohms at place of 125 ohms. This rv lead remains in service. No adverse patient effects were reported.